Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) had to start over with new supplies. The baxter technical service representative (tsr) explained the possible causes of 2240 alarms. The hp used all lines and used a patient line extension which he connected prior to priming. He does not disconnect during therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. The hp stated that he swapped his machine ((B)(4)). Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.